Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
It was reported that during an open gastrectomy procedure, the blade broke off after about an hour. The broken piece was retrieved and no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.